Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fingerprint reader was not lighting up or functioning. The customer attempted to reset the machine; however, the biometric reader remained unresponsive. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer reported that the restart did not resolve the issue, contacted and spoke with customer, who, with guidance, disconnected and reconnected the universal serial bus (usb) cable to the biometric identifier device. Once reconnected, the biometric identifier device functioned normally. Customer then restarted the station to ensure continued stability, service was successfully restored, as confirmed by customer. The system functioned as intended after the field service engineer repaired the device.